Event description:
The patient reported that her right leg was shaking like "nervous shaking." Later at bedtime she felt a pounding sensation. She decreased stimulation and it faded over time. This occurred in (B)(6) 2016. Her right leg would shake off and on and had been doing this since implant. The patient was redirected to her healthcare provider (hcp) and she thought it was due to her battery nearing battery depletion for her implantable neurostimulator (ins). This was noted to be sudden. Indications for use were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.